Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), did not confirm the report of suspected thrombus. Although review of the log file data submitted by the account confirmed the reported low flow alarms, a specific cause for the low flow events, elevated mean arterial pressure (map) and lactate dehydrogenase (ldh), dark urine, and dizziness could not be determined through this evaluation. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. Review of the submitted controller event log file revealed continuous low flow alarms throughout the approximately 5.5 hours of data captured on (B)(6) 2020, due to the estimated flow remaining below the low flow alarm threshold of 2.5 liters per minute (lpm). No other atypical alarms or events were captured. The pump appeared to have functioned as intended at the set speed throughout the duration of the log file. The submitted controller periodic file and left ventricular assist device (lvad) log file data retrieved from (B)(6) showed the device operating as intended with stable estimated flow values until (B)(6) 2020 when the estimated flow decreased below the low flow alarm threshold. The pump was deactivated and the patient ultimately received a transplant on (B)(6) 2020. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. Approximately 6¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief and outflow graft clip secured. The apical cuff was returned secured with the cuff lock engaged. The device appeared to have been exposed to a fixative agent (e.g. Formalin) post-explant upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides details regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 of the IFU also provides an explanation of all pump parameters, including pump flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, rev. C, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing low flow alarms. The patient had elevated mean arterial pressure (map) and lactate dehydrogenase (ldh). The patient had dark urine, newly pulsatile, and reported dizziness. The log file captured continuous low flow events during the 5.5 hour length of the file. The pump is seeing a sudden reduction in blood volume. Pump thrombosis was presumed and the pump was deactivated. The patient was being supported on inotropes and transplant listing was upgraded. The patient was transplanted on (B)(6) 2020.